Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with meropenem injection (1g, once daily, intraperitoneal, ongoing) and vancomycin injection (1g, every 72 hrs., intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5 and b7. B5: upon follow up, it was reported on an unknown date, the patient was hospitalized due to peritonitis. On an unknown date, the antibiotic treatment was discontinued and the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.